Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had helium not inflating malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic interface module. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had helium not inflating malfunction. No harm/injury has been reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (component codes).